Event description:
It was reported that the battery remaining in this device has decreased from 48% in march down to 14% at the last follow-up. A review of device downloaded memory was done by technical services and premature battery depletion was confirmed. The device remains implanted, however technical services recommended explant. There were no adverse patient effects.